Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server amount shown different medication amount than what was actually in pyxis. A technical support specialist (tss) dialed into the station and investigated debug logs, identifying communication and data synchronization issues, including retry mode and server connection failures. Retrieved es server details, validated synchronization logs, and confirmed discrepancies between station and server data. Stopped synchronization on the station, cleared error data on the server, and restarted synchronization to resolve initial retry issues. Addressed a secondary error related to change tracking mismatch by performing manual recovery, and truncating core operation tables. Validated recovery, re-established server handshake, restored normal settings, and confirmed real time reporting. Follow-up verified that refill transactions processed successfully, and the case was marked complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the amount shown different medication amount than what was actually in pyxis. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.